Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient was in diabetic ketoacidosis last week and gave the pump to the diabetes center. The reporter stated that the patient started on the demo pump at the diabetes center and now the patient has the new sale pump. There is no additional information at this time. This report is being made due to alleged hyperglycemic event related to history settings issue.